Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-25 lead, implanted: (B)(6)2015. (B)(4).

Event description:
It was reported there were high thresholds, high impedance and a possible fracture of the right ventricular epicardial lead. The leads was capped. A replacement epicardial lead was attempted and was unable to obtain capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.